Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) had been remotely hacked and it was causing the patient distress. Follow up with the patient's device clinic revealed the patient had not showed up for her most recent check. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).